Event description:
Orig. Surg. In 2006. Allegedly, had prosthetic joint infection. I & d, removal of acetabular component. Converted head to unipolar component.

Manufacturer narrative:
Investigation is not complete. Medwatch 3500a has not been received from user facility. This is the same event as 1043534-2004-00047, 00048, and 00049.